Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose was at the time of incidence 462 mg/dl. Next day blood glucose was 448 mg/dl. The customer did not experienced the symptoms related to high blood glucose. Customer treated high blood glucose with manual injection. Auto mode was active at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.